Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 10 mmol/l. The customer reported several motor errors on his pump. The customer mentioned that the drive support cap was okay. The customer stated that a motor position encoder error was present. The customer was unable to rewind the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device had a with a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.